Event description:
Consumer called stating patient was experiencing high readings and went to see the md. When tested using the doctor's monitor readings were below, much below readings received on the logic monitor. When compared to the dr. Readings (170) logic readings of 280/330 fell into the c range of the clarke error grid.